Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4+ functional mitral regurgitation (mr), thin leaflet and dilated left atrium for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), air ingress through hemostasis valve was observed. Troubleshooting was performed thrice and was unsuccessful. The sgc was replaced with another device to complete the procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2 (a2p2). The mr was reduced to grade 2. An attempt was made to deploy second mitraclip. During deployment of second mitraclip, first mitraclip had single leaflet device attachment (slda) from the posterior leaflet. Per the physician, slda was due to the pre-existing patient anatomy. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be related to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.